Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tube(s))'), device dislocation ('migration/ malposition of essure device') and autoimmune disorder ('autoimmune') in an adult female patient who had essure (batch no. 627290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced autoimmune disorder (seriousness criterion medically significant), rash ("rashes or skin conditions- type :") and skin disorder ("rashes or skin conditions- type :"). In 2014, the patient experienced allergy to metals ("nickel allergy/ nickel reaction"), hypersensitivity ("allergic or hypersensitivity reaction") and migraine ("migraines / headaches"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain/ pain pelvic region, right and left side"), irritable bowel syndrome ("possibly I bs/ gastrointestinal or digestive system condition"), infection ("infection (other)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and hypertension ("blood or heart disorder/ condition- type : high blood pressure"). The patient was treated with surgery (bs (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, genital hemorrhage, autoimmune disorder, hypersensitivity, infection, dyspareunia, weight fluctuation, hypertension and skin disorder outcome was unknown, the pelvic pain, irritable bowel syndrome, fatigue, dysmenorrhoea and nausea had resolved and the allergy to metals, migraine and rash was resolving. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital hemorrhage, hypersensitivity, hypertension, infection, irritable bowel syndrome, migraine, nausea, pelvic pain, rash, skin disorder and weight fluctuation to be related to essure. The reporter commented: removal date discrepancy noted:(B)(6) 1919 (as per source document). Patient received treatment for pain, bleeding, nickel allergy, autoimmune diagnosed, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : irritable bowel syndrome, pelvic pain. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet and medical records received : lot number added. Reporters added. Removal date added. Events added- hypersensitivity, infection, migraine, dyspareunia, fatigue, weight fluctuation, hypertension, dysmenorrhoea, nausea, rash, skin disorder. Outcome of events ¿pelvic pain, nausea, dysmenorrhoea, fatigue, ibs¿ updated to ¿recovered / resolved¿. Outcome of events ¿rash, allergy to metals, migraine¿ updated to ¿recovering / resolving¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tube(s))'), device dislocation ('migration/ malposition of essure device') and autoimmune disorder ('autoimmune') in an adult female patient who had essure (batch no. 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced autoimmune disorder (seriousness criterion medically significant), rash ("rashes or skin conditions- type :") and skin disorder ("rashes or skin conditions- type :"). In 2014, the patient experienced allergy to metals ("nickel allergy/ nickel reaction"), hypersensitivity ("allergic or hypersensitivity reaction") and migraine ("migraines / headaches"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain/ pain pelvic region, right and left side"), irritable bowel syndrome ("possibly I bs/ gastrointestinal or digestive system condition"), infection ("infection (other)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and hypertension ("blood or heart disorder/ condition- type : high blood pressure"). The patient was treated with surgery (bs (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, autoimmune disorder, hypersensitivity, infection, dyspareunia, weight fluctuation, hypertension and skin disorder outcome was unknown, the pelvic pain, irritable bowel syndrome, fatigue, dysmenorrhoea and nausea had resolved and the allergy to metals, migraine and rash was resolving. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, hypertension, infection, irritable bowel syndrome, migraine, nausea, pelvic pain, rash, skin disorder and weight fluctuation to be related to essure. The reporter commented: removal date discrepancy noted:(B)(6) 1919 (as per source document) patient received treatment for pain, bleeding, nickel allergy, autoimmune diagnosed, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : irritable bowel syndrome, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device dislocation ('migration'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel allergy") and irritable bowel syndrome ("possibly I bs"). The patient was treated with surgery (bs (interpreted as bilateral salpingectomy)). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, allergy to metals and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, fallopian tube perforation, genital haemorrhage, irritable bowel syndrome and pelvic pain to be related to essure. The reporter commented: removal date discrepancy noted: (B)(6) 1919 (as per source document) patient received treatment for pain, bleeding, nickel allergy, autoimmune diagnosed, migration, perforation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received- previously reported event "injury" is replaced with "migration", events- "perforation, pain, bleeding, nickel allergy, autoimmune, ibs" were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tube(s'), device dislocation ('migration/ malposition of essure device') and autoimmune disorder ('autoimmune') in a 57-year-old female patient who had essure (batch no. 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included enalapril. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced autoimmune disorder (seriousness criterion medically significant), rash ("rashes or skin conditions type") and skin disorder ("rashes or skin conditions type"). In 2014, the patient experienced allergy to metals ("nickel allergy/ nickel reaction"), food allergy ("allergic or hypersensitivity reaction"), infection ("infection other") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). In (B)(6) 2018, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced irritable bowel syndrome ("possibly I bs/ gastrointestinal or digestive system condition"). On (B)(6) 2018, the patient experienced blood disorder ("blood and heart disorder"), 9 years 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain/ pain pelvic region, right and left side"), dyspareunia ("dyspareunia painful sexual intercourse"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and hypertension ("blood or heart disorder/ condition- type : high blood pressure"). The patient was treated with surgery (bs (interpreted as bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, autoimmune disorder, food allergy, infection, dyspareunia, weight fluctuation, hypertension, skin disorder and blood disorder outcome was unknown, the pelvic pain, irritable bowel syndrome, fatigue, dysmenorrhoea and nausea had resolved and the allergy to metals, migraine and rash was resolving. The reporter considered allergy to metals, autoimmune disorder, blood disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, food allergy, genital haemorrhage, hypertension, infection, irritable bowel syndrome, migraine, nausea, pelvic pain, rash, skin disorder and weight fluctuation to be related to essure. The reporter commented: removal date discrepancy noted:22-jan-1919 (as per source document). Patient received treatment for pain, bleeding, nickel allergy, autoimmune diagnosed, migration, perforation . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : irritable bowel syndrome, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pfs received event hypersensitivity updated with new event food allergy. Concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.